Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1xlr8, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-jan-2023, UDI#: (B)(4). The ins was received for analysis, the lead was not. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device had abruptly stopped working for the patient, so a lead revision was scheduled. The patient stated that they had not fallen since implant. It was noted that the dates were unknown, but the pa had tried to reprogram the implant many times prior to the surgical intervention on (B)(6) 2019. Intraoperatively they saw that the lead was damaged, and the healthcare provider ¿thought the implant was too far away from the lead.¿ a new lead was placed. The healthcare provider wanted to try to use the old battery, but when using it with the new lead, the screw would not engage. They finally got it to click but the lead slipped right out of the implant, even after they heard the click. A new ins was used, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4)showed the setscrew was backed out beyond the point of being able to engage with the connector block. The device was subjected to a series of standard tests that include (but not limited to) visual inspection, output, and telemetry testing, and final functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative clarified the issue of ¿thought the implant was too far away from the lead¿ as the hcp thought the distance between the implant and the lead caused tension, damaging the lead. The cause of the implant being too far away and the lead being damaged/abrupt change in device function issues were not determined. It was noted that the lead was discarded. There were no further complications reported or anticipated.